Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(6). Manufacturing date: june 18, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while harvesting bone during a first metatarsophalangeal (mtp) fusion on (B)(6) 2017, the retention prongs on the inserter (shaft for trephine and extraction attachment), broke off inside of the trephine. There was a delay of less than one minute to remove all of the fragments that fell in the surgical field (the patient). The fragments were easily removed. An alternate instrument (piling) was used to successfully complete the bone harvesting. There was no additional medical intervention required, no additional x-rays required and no harm to the patient. Concomitant device reported: trephine attachment (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Returned to manufacturer. Customer quality competed an investigation of the returned device. The 03.111.030, lot number 2583024, shaft for trephine attachments was returned. This complaint is confirmed. Confirmed; the instrument was returned with one of the two prongs missing from the instrument. The fragment(s) of the broken off prong was not received. No new malfunctions or defects were observed. The 03.111.030 shaft for trephine attachments is a part of the bone harvesting set. During procedures, it is attached to the extraction attachments and handle and used to extract a bone graft local to the joint. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The overall condition of the device is good, showing no major signs of wear or discoloration. No new malfunctions or defects were observed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already missing a prong. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force applied to the prong and/or consistent use and cumulative wear over the part's lifetime (5+ years), causing material fatigue and breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.